Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 469 mg/dl and 123 mg/dl. Customer did not feel okay to troubleshoot the high blood glucose. Customer stated that sensor was bent. Customer also stated site had blood. The insulin pump will not be returned for analysis.